Event description:
Customer states while she was brushing her teeth, the bristles started to fall out. She thought it was something in the toothbrush and spit it out. She kind of inhaled a little and then coughed up a bristle. She stated the last 2 mornings I've felt something hard in my mouth. Yesterday I almost swallowed it and spit it out to notice it was the bristles. Then it happened where 2 bristles came off today to which I had a hard hold finding the 2nd until I coughed it out.